Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. A specific cause for the event could also not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and respiratory failure. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began having right nasal hemorrhage after right nasal suctioning on (B)(6) 2021. This did not stop with pressure or afrin, ent (ear nose throat) was consulted. Right 7.5 merocel was placed to control nasal hemorrhage. The patient was in respiratory distress with inability to clear secretions and ongoing epistaxis. Not being able to clear throat, cough, or guard airway well decision was made to reintubate. Merocel was removed on (B)(6) 2021, and no further bleeding noted. Right epistaxis that persisted on (B)(6) 2021 reported: MFR# 2916596-2021-06072.